Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired. The cause of expiration was noted as hemorrhagic stroke. No further information was provided.

Manufacturer narrative:
Approximate age of device - 2.5 months. The device is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation completed. Placeholder.

Manufacturer narrative:
The device was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had fallen and hit his head while coming out of a restaurant. The patient's spouse drove the patient home where he became unresponsive. The patient was rushed to the hospital and a head CT scan revealed a large right subdural hematoma with midline shift.